Event description:
The doctor received a minor first degree burn injury to their hand through their glove while performing a crown preparation procedure on their patient. No medical attention was required at the time of the injury and the injury has fully healed without need for additional medical treatment. The patient also received a burn injury during the procedure, please reference MDR 1422375-2024-00022.